Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, at the time of the last stapling the clamp is blocked. The surgeon was able to press the green button however could not squeeze the handle therefore, the device could not be fired. They had to use another device to complete the case. No patient injury.